Event description:
The patient suffered from rv lead dislodgement. The rv lead may have been subjected to some kind of stress between july 14 and july 19, but the cause of lead dislodgement was not identified. A day later, the pacing impedance was elevated. After reprogramming, symptoms did not worsen. The patient was hospitalized. Repositioning of the rv lead was done and pacing rate was changed from 50 to 40 ppm. After repositioning, the device was reprogrammed to aai mode and the patient was observed.

Manufacturer narrative:
Combination product: yes. It was reported that the patient suffered from edema in both legs on (B)(6) 2024. The patient had worsening of congestive heart failure and pericardial effusion. The patient was diagnosed with right heart failure due to the pericardial effusion caused by the stimulation from the tip of the ICD lead screw. The patient was hospitalized. The device was interrogated. Echocardiography was done. Diuretics were given. The patient underwent pericardial drainage. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from rv lead dislodgement. The rv lead may have been subjected to some kind of stress between july 14 and july 19, but the cause of lead dislodgement was not identified. A day later, the pacing impedance was elevated. After reprogramming, symptoms did not worsen. The patient was hospitalized. Repositioning of the rv lead was done and pacing rate was changed from 50 to 40 ppm. After repositioning, the device was reprogrammed to aai mode and the patient was observed.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.